Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they were having issues with the insulin pump and sensor. Customer stated the sensor glucose reading was 85 mg/dl and the blood glucose was 33 mg/dl. Customer did not indicate how the low blood glucose was treated. The insulin pump is not expected to return for analysis. Frn-unk-rsvr . Ozo-mmt-7008-snsr. Unomed set.